Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l3-s1 revision due to unknown indication. It was reported that screwdriver broke. There were no symptom reported. There were no further complications reported regarding the event.